Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in inappropriate anti-tachycardia pacing (atp) and shock. Rhythmcare discussed causes and recommended a lead revision procedure. This lead remains in service. No adverse patient effects were reported.